Event description:
Reference number: (B)(4). Event occurred in egypt. It was reported that patient faced infusion set cannula bent event on (B)(6) 2026. The insertion site was at lower back. The infusion set was in use for one day.the blood glucose level was high and the blood glucose level was 297mg/dl and treated by pump. The patient replaced infusion sets. No further information available.